Manufacturer narrative:
(B)(4). Device evaluation was completed by animas on (B)(6) 2015. Investigation results were received by dexcom on (B)(6) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of a permanent out of range could not be confirmed. A root cause could not be determined.